Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due to high shock lead impedance of 125 ohms. The patient's physician is aware of the situation and will monitor the patient closely. The system remains implanted at this time and all other measurements were within normal range. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor body fluid contamination in the lead barrels; the header to case bond and seal plugs were intact. The df+ set screw was cross threaded upon receipt but able to be backed out and screwed in straight, all other set screws operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was not able to confirm the reported clinical observation of high shock impedance measurements.

Event description:
Additional information was received indicating this device was explanted several years later for an unrelated reason. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.